Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: on investigation, the pump powered on with a fully illuminated display screen. Investigation did not duplicate the reported blank screen issue. Review of the alarm history revealed no errors, alarms or warnings related to this complaint. Unrelated to the original complaint of a blank display screen, the display was noted to be dim, faded and discolored.

Event description:
The distributor contacted animas on 04/10/2014 alleging the display screen was blank. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.